Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supplies were changed and the occlusion alarms continued. Customer experienced an elevated blood glucose (bg) level and a ketone level of 5.8 mmol/l. Correction boluses were delivered to address bg. Customer was treated with intravenous fluids. Customer left the hospital for a couple hours and returned once more with an elevated bg. Suspected cause of elevated bg was the occlusions received. Reportedly, the customer reverted to manual injections for insulin therapy.